Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat head and neck pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the cervical nerve. After activating the system the patient reported experiencing some challenges with achieving consistent therapy to the targeted pain areas. Troubleshooting and reprogramming were attempted, however imaging ultimately found that the implanted leads had migrated away from the intended target. Testing in the field found that the ipg was communicating appropriately with the external therapy discs and the system was delivering stimulation. The inadequate relief was due to the stimulation being delivered outside of the target nerve area. On (B)(6) 2025 a surgical procedure was performed to remove the existing 8-contact system and replace it with a 4-contact tined lead system.

Manufacturer narrative:
The patient is reported to have worn a soft collar for 6 weeks post implant to decrease the likelihood of migration or other complications. There are no reports of any falls or other events that are likely to have contributed to the implanted components moving. Migration is a known inherent risk of implantable neuromodulation systems.